Event description:
It was reported that during a procedure on (B)(6) 2025, while implanting a v.p. Shunt (chpv, codman hakim programmable valve) ), it was found defective. The csf fluid (cerebrospinal fluid) was not coming out from the peritoneal catheter, and upon inspection, it was observed that the backside valve cap was removed. The doctor has requested an immediate replacement of the v.p. Shunt.

Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to a kink in the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.